Manufacturer narrative:
H7 and h9: recall information provided product investigation: the device and packaging components associated with this report were not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that when opening a size 3 attune rotating platform tibia implant to the field, the nurse and tech were not able to get the implant to separate from the plastic discard able container. The surgeon also tried to cut the implant out and noticed the plastic container appeared to be deformed almost if it had melted and hardened in a defective shape. This made the surgeon wary about using the implant so he requested another. The implant and packaging in question was labeled as wasted and is available to send back. Also have pictures to clarify the defect. The product was returned to depuy synthes for evaluation. Additionally, photographs were returned, (B)(4). Examination of the returned photograph and device confirms that the packaging is deformed. The device was forwarded to the cork manufacturing facility for a further investigation. The following are the investigation findings: at the time of the process was the production associate at the ship step noted that as the cartons were exiting the heat tunnel via the conveyor belt, they had a potential of getting stuck during the transfer from one conveyor belt to the other conveyor belt. This was due to the right angle of the shrinkwrap assets causing the cartons to get trapped in the right angle and caused a back log of cartons in the heat tunnel. Therefore, some cartons from work order (B)(4) may have been trapped in the heat tunnel longer causing the blister to melt. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 3 cem would contribute to the complained device issue.  Based on the information currently available, a product manufacturing issue was identified during the investigation of the sample received. This product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the DHR review identified the following: - product code 150680003, work order (B)(4) was manufactured on the 08 july 2020. (B)(4) parts were manufactured per specification and all raw material met specification. - there were no non-conformances (nc) found to be associated with work order (B)(4) . - there were no scrap parts found to be associated with work order (B)(4). - there was no reprocessing associated with work order (B)(4) .

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when opening a size 3 attune rotating platform tibia implant to the field, the nurse and tech were not able to get the implant to separate from the plastic discard able container. The surgeon also tried to cut the implant out and noticed the plastic container appeared to be deformed almost if it had melted and hardened in a defective shape. This made the surgeon wary about using the implant so he requested another. The implant and packaging in question was labeled as wasted and is available to send back.